Event description:
During an initial implant procedure on (B)(6) 2023, it was reported that the pacemaker (pm) kept giving anomalous readings on the sensing and capturing diagnostics of the leads that were inserted into it. Ultimately, there was no sensing or capture on any lead inserted into the pm. The pm was not used, and a new pm was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
Reported event of failure to capture and failure to sense were not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The device was tested on the bench and using automated testing equipment, and no anomalies were found.